Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A vector breakdown revealed the following measurements: triad = 121 ohms, rv to right atrial (ra) = 153 ohms, rv to can = 153 ohms, and ra to can = 126 ohms. Evidence suggests there was an anomaly on the distal coil. Technical services (ts) reviewed programming recommendations (initial polarity and maximum energy shocks) for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received a month later reported that this rv lead continued to exhibit shock impedance measurements in the 120 ohms range following the recent device replacement in december 2024. Review of shock impedance trends noted a gradual rise in measurements. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing the shock impedance alert value to 150 ohms. It was noted that lead revision was recommended once shock impedances had exceeded 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution/patient outcome. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution/patient outcome. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A vector breakdown revealed the following measurements: triad = 121 ohms, rv to right atrial (ra) = 153 ohms, rv to can = 153 ohms, and ra to can = 126 ohms. Evidence suggests there was an anomaly on the distal coil. Technical services (ts) reviewed programming recommendations (initial polarity and maximum energy shocks) for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received a month later reported that this rv lead continued to exhibit shock impedance measurements in the 120 ohms range following the recent device replacement in december 2024. Review of shock impedance trends noted a gradual rise in measurements. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing the shock impedance alert value to 150 ohms. It was noted that lead revision was recommended once shock impedances had exceeded 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A vector breakdown revealed the following measurements: triad = 121 ohms, rv to right atrial (ra) = 153 ohms, rv to can = 153 ohms, and ra to can = 126 ohms. Evidence suggests there was an anomaly on the distal coil. Technical services (ts) reviewed programming recommendations (initial polarity and maximum energy shocks) for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.